Manufacturer narrative:
The device was returned for root cause analysis and the investigation findings concluded after a visual inspection and functional testing, the customer problem was duplicated. The cause of the customer reported problem was the damaged/worn downstream occlusion (dso) seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal, and the pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that there was a downstream occlusion sensor damage b2071512. The event occurred during testing. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.